Manufacturer narrative:
The product analysis revealed that there was a possible interaction between the impella cp another device. The returned pump had both impeller blades broken. The pump did have suction when rerun in a water basin, confirming the failure mode. The root cause of the low flows was the broken blades. The failure mode will be monitored and trended. No corrective actions are warranted at this time.

Event description:
The complainant was performing a tavr on a patient when the patient condition deteriorated and, so the impella cp was placed for hemodynamic support. Shortly after implant of the cp pump, the pump's flow dropped and there were suction alarms. These alarms prompted the team to explant and place a new impella. The second pump supported the patient for a week until the pump could be weaned off and explanted. The patient is stable.